Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 215cc mentor memorygel breast implant being used in a breast surgery was found to have shell irregularities during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On april 26, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that excess material was found on the anterior view of the sm mod classic gel, 215cc breast implant, measuring approximately 0.008 cm². Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Excess material is a sub-product of pdms or silicone. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).